Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue was confirmed through functional test. The cause of the was the defective printed circuit board (pcb) mainboard. The pcb was replaced, and the device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E1 (B)(6). Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a water level alarm. There was no patient involvement.